Event description:
Opened sterile product & saw a hair wrapped around a ball of lint intertwined in tubing. Product was removed from the sterile field and another one opened. This product had no contact with the patient. Manufacturer response for vitalvue suction hand piece, vital*vue (per site reporter)took down description of problem, issued complaint # xxx and are sending a return kit so product can be returned for inspection...rec'd return kit & shipped out.